Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the right ventricular leadless pacemaker (lp) was sprung while positioning the device. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.